Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The reporter's meter was provided for investigation where it was tested using retention strips and retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.7 inr, qc 2: 5.5 inr, qc 3: 5.5 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 3.6%. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Occupation: the occupation is lay user/patient.

Event description:
The initial reporter stated she received discrepant results when testing with coaguchek xs meter serial number (B)(4). At 10:18 a.m., a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 2.1 inr. At 10:19 a.m., a sample from the patient was tested using the meter, resulting with a value of 2.8 inr. On (B)(6) 2020, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 3.4 inr. At 9:30 a.m. On (B)(6) 2020, a sample from the patient was tested using the meter, resulting with a value of 4.5 inr. Meter testing occurred a few minutes after laboratory testing was performed. The patient's doctor trusted the laboratory values. The patient's therapeutic range is 2.5 - 3.5 inr.